Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 1400 mg/dl. The customer was experiencing unexplained high glucose for one night. Troubleshooting was performed. The customer stated that she suspended her insulin pump to take a shower and forgot to resume. Reviewed the programming and found no basal or bolus delivered on the day of the event. Advised the customer that the settings are still on the insulin pump and to call back when she receives insulin. No further info was provided.